Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: united kingdom. Mechanical (g04) - drill. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the drill tip fractured off during use and was retained by the patient. There was no surgical/medical intervention to patient and no report of a delay. There was no variance from the expected surgical technique and no complication during the procedure. Due diligence is complete. No additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided picture identified the distal portion of the drill is broken off and not pictured. No lot information was pictured, however the part information is noted on the written paper. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.